Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after an interventional heart catheterization procedure. Reportedly, the proglide device was unable to be removed after deploying sutures. Force was applied and the proglide device was removed from the patient anatomy and a dissection occurred in the femoral artery. The site does not recall if the foot was open when the proglide device was removed. Contralateral access was obtained and ballooning was performed at the iliac artery to get minimal hemostasis. The patient was sent to surgery where a cut down was performed and a patch was placed to treat the dissection achieving hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported guide break was confirmed. The reported difficulty to remove the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to user technique and the subsequent patient effect and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the guide was separated at the distal end of the guide tube (remained in one piece due to the actuator wire) which occurred during attempted removal of the proglide device from the patient anatomy. No additional information was provided.